Event description:
It was reported that after surgery t1 was deployed, the needle could not bounced back, resulting in t2 no deployed. T2 was left outside of the meniscus and t1 has been removed. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the delivery needle is dramatically bent on two planes. No ts or suture remain on the delivery needle or were returned. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during surgery, once t1 deployed, the needle couldn't bounced back, this results in t2 not deployment. A backup device was available to complete the procedure with no significant delay and no patient injuries.